Event description:
It was reported that the device was used during a hemorrhoidectomy procedure. The device fired malformed staples and the knife did not completely cut the tissue. Another device was used to complete the case. There were no pt consequences.